Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The lead was able to be fully inserted into the device and removed without difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all measured to be within specifications. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a procedure; the atrial lead was unable to be removed from the pacemaker (pm). Hence, the physician elected to explant the pm and the atrial lead. A new pm and a new lead were implanted. The patient was stable throughout the procedure.